Manufacturer narrative:
Product ID 3889-28, lot# va1nenn, implanted: (B)(6) 2018, explanted:, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1nenn, ubd: 19-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  because of patient (pt) falls the lead is fractured and the ins has moved positions. The issue was not resolved through troubleshooting. No further patient complications are anticipated or expected as a result of this event.